Manufacturer narrative:
The dcs was reported as an associated product due to the possibility of valve movement/dislodgement during the deployment attempt based on the report of the valve "swinging". Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a pre-existing medtronic surgical aortic valve, the valve was attempted and recaptured due to an unspecified reason. It was noted that the stent post of the surgical valve and the lower end of the transcatheter valve were "swinging". The valve was redeployed; however, an infold was observed in the valve frame. Subsequently, the valve was withdrawn and a new valve was used for implant. No adverse patient effects were reported. Additional information was received that a misload was not identified. The valve was recaptured three times due to the implant depth being too deep. The "swinging" reported was clarified to mean that the inflow side of the evolut was touching the outflow side of the mosaic valve. In terms of patient anatomy, the cause of the infold was that the recaptured area was "bad" and the mosaic valve's stent post and evolut interfered. A procedural delay occurred as a result of the infold.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(6), ubd: 20-feb-2026, UDI#: (B)(4) other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012164307); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a pre-existing medtronic surgical aortic valve, the valve was attempted and recaptured due to an unspecified reason. It was noted that the stent post of the surgical valve and the lower end of the transcatheter valve were "swinging". The valve was redeployed; however, an infold was observed in the valve frame. Subsequently, the valve was withdrawn and a new valve was used for implant. No adverse patient effects were reported.